Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 100 mg/dl. The customer reverted to alternate insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.